Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification was received after loading a cartridge with 200 units of insulin. A new cartridge was loaded resolving the issue. Customer's blood glucose level was 245 mg/dl.